Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter is displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two week prior to contact lfs. As a result of the alleged meter issue, the patient claims (at an unknown date/time later) he experienced throbbing in his legs. The patient, however, denied receiving medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted the patient did not have all his testing supplies available. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of throbbing legs does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 6/29/2012,meter- 6/27/2012.